Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "endoscopic ultrasonography-guided gallbladder drainage as a treatment option for acute cholecystitis after metal stent placement in malignant biliary strictures". The literature reported the result of a patient of the endoscopic ultrasonography-guided gallbladder drainage (eus-gbd) procedure using olympus "ez shot3 plus" in 10 patients. In the subject case, there was one case of peritonitis that required emergency surgery. Omsc will submit a medical device reports (MDR) depending on the event.